Manufacturer narrative:
No patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion a hair was noticed on the intraocular lens (iol). No patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 05/08/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation inside the lens case. A fiber like hair was observed under the lens, inside the lens case. The customer's reported complaint was verified. The sample was analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the foreign material was a protein based fiber, like hair or fur. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is a possible quality system deficiency. All pertinent information available to abbott medical optics has been submitted.